Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The omsc visited the facility and confirmed all the maj-311 owned by the facility but there were no abnormalities. The user facility states that the doctor who performed the procedure might have made a mistake in the connection method or the connection check method of the subject device and tjf-260v the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device detached from the olympus duodenovideoscope model tjf-260v in the patient's mouth and fell into the bronchus during an endoscopic retrograde cholangiopancreatography (ercp) procedure. After that, the subject device was removed from the patient by the user facility. There was no patient injury reported from the user facility.